Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to mw5104572.

Event description:
User reported false negative result. Positive pcr. Symptomatic.

Event description:
User reported false negative result. Positive pcr. Symptomatic.